Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the regulator failed. No pt injury was reported.